Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer reporting that she is going back and forth in the hospital while waiting on her device. The patient was told that she needs her device to survive and to keep from getting sick. The patient is currently using an oxygen tank indefinitely, and she expresses feelings of depression. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, patient complaint was not confirmed, and the device was scrapped. Mandatory section has been updated/corrected. Also, coding section has been updated/corrected.